Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.

Event description:
Pt injected herself in the lips and developed an abscess was prescribed valtrex on (B)(6) 2010, and keflex on (B)(6) 2010. Abscess drained on its own.